Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator indicates a fan failure but reported as not being too close to the ventilator and the teslaspy is off. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ventilator indicated a fan failure, although it was not positioned close to the mr field and the teslaspy was off. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient. Log files were requested from the biomed department, but no files have been received. Although the issue was consistently observed during testing, no definitive root cause could be determined due to the lack of diagnostic data. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: the ventilator indicates a fan failure but reported as not being too close to the ventilator and the teslaspy is off. No patient harm.